Manufacturer narrative:
Date of event is estimated. It is unknown which lead was replaced, so both are being reported on.

Event description:
Related manufacturer reference number: 3006705815-2021-02141. It was reported that the patient was unable to place the ipg in MRI mode. As a result, the physician explanted and replaced one of the patient's leads. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.